Manufacturer narrative:
(B)(4). Evaluation, results: myocardial infarction, revascularization.

Event description:
Approximately 60 months post the index procedure the patient passed away due to renal insufficiency. Death classed as non cardiac. The investigator assessed that the event was not related to the study stent.

Event description:
Pt cardiac status at time of procedure was silent ischemia. One endeavor rapid exchange drug-eluting stent was implanted to the distal lad. Pt was discharged one day post index procedure on aspirin and clopidorgrel. Pt was asymptomatic at 30 day, 6 month, 1 year, 1.5 year and 2 year follow up states. An acute non-stemi is reported to have occurred approx 2 years 4.5 months post initial stent implant. Pt was reported to have unstable angina (sudden cardiac arrest st-tropo +). Location of the infarction was non-determinable. Investigator has indicated that the event was not related the the study procedure. Three days post mi event, pt underwent a ptca revascularization procedure. Clinical indications from intervention were 'objective signs of ischemia at rest (ECG changes) or during exercise test (or equivalent) presumably related to the target vessel'. Two endeavor sprint rapid exchange drug eluting stents were implanted; one to the proximal lad and one to the mid lad. It is reported that the event was not related to the study stent/procedure.